Event description:
The customer reported non-reproducible troponin I (access® accutni+3) results, for two patients, involving the access® accutni+3 reagent used in conjunction with the unicel® dxi 600 access® immunoassay system. The patients' samples were analyzed on the automation line, and the initial results were released from the laboratory. The customer was uncertain if patient care was impacted. There has been no report of patient injury or change in patient treatment associated with this event. Subsequent testing of the patients' samples, on the same and alternate instrument, produced lower results. The customer stated amended reports were issued to the hospital. The patients' samples were collected in 13x100 mm heparinized plasma tubes and centrifuged at 3,000 rpm (rotations per minute) for four minutes, at room temperature. No sample integrity issues were noted. System check and precision tests passed within specifications at the time of the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
There is no indication that the access® accutni+3 device was returned for evaluation. The field service engineer (fse) reviewed the customer performed system check and 30-replicate precision test; all passed within assay and instrument specifications. The fse performed high sensitivity (hs) system checks which passed within instrument specifications. No system issues were noted. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a definitive cause of the incident could not be determined with the available information.